Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Measurements were indicative of a device malfunction.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturer's experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. In addition, in situ measurements show two channels involved in a short circuit due to undetermined reasons. The most basal channel has also been deactivated. However to determine an exact root cause a device investigation would be necessary. Reportedly hearing performance is not affected and the device remains implanted and in use.

Event description:
The user reportedly has access to sound with the device.